Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). A new sample obtained from the patient was tested on the same instrument, resulting positive. The original sample was then repeated on the same instrument, also resulting positive for hcg. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reviewed the error log from the time of event and discovered signal errors which were not addressed. The customer repeated all patient samples from the last valid quality controls and no other samples were affected. The customer suspected the acid and base solutions were switched. The customer emptied both the acid and base bottles and reservoirs and primed new fluids through, which cleared the signal errors. The customer performed dark counts and ran quality controls which were then in range. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.